Event description:
Customer reports that during procedures the fluoro will intermittently stop working. It seems related to the foot pedal. Customer can step on the foot pedal once, fluoro will work, step on it again, fluoro will not work. The occurrence is inconsistent. No patient procedure has been moved to another room or cancelled.

Manufacturer narrative:
Liebel flarsheim manufacturing report is pending. Upon receipt of the investigation, a medwatch 3500a follow up report will be submitted.